Event description:
As reported in the move study, a patient experienced bleeding at the incision site after use with three 6-12f mynx control venous vascular closure devices (vcd). The staff received an alert that the patient went to the emergency room after discharge. The bleeding was treated with gauze soaked in tranexamic acid, which was applied with manual pressure. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.